Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine evaluation in the clinic, it was noted that the patient's atrial lead had previously been programmed off due to noise and low impedance. No further information was available.